Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during surgery the tip of the driver broke off inside the head of the screw and was not removed. The surgery was able to be completed successfully. No patient complications were reported.